Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and interrogation of the device was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented with pocket infection and hematoma. The implantable cardioverter defibrillator was explanted and replaced. Patient condition was stable.